Event description:
It was reported fracture of palatinal bone wall when placing the implant. The doctor also reported lack of primary stability. No other implant was placed to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads due to usage and no apparent signs of malfunction. The device could not be functionally tested for the reported events/failure (bone fracture & inability to place). However, measurements of the implant were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. No pre-existing patient condition was noted on the per. The reported device was being placed on an unknown tooth location when the incident occurred. X-ray & picture evaluation: x-ray or picture images were not provided. Therefore, the reported events could not be verified. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (1237296) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1237296) for similar events (complaint category keywords: medical: bone fracture & unable to place) and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions, and no x-ray or pictorial evidence was available (patient anatomical condition and details of events were unknown).

Event description:
No further event information is available at the time of this report.